Event description:
Patient has PICC line that continuously has air in line. From the start of my shift to the end I had to continuously make sure the air in the lines traveled back up to the chamber. Patient has double lumen PICC with tpn split and lipids running. All three lines present with air in line past the pump at least once every hour. I spend the entirety of my shift making sure the lines aren't accumulating air. The air bubbles are large and are not microscopic, this issue has happened with this specific PICC line everyday on each shift. Pump was last changed out on (B)(6) 2020.